Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin alarm threshold suspend. Customer's blood glucose was 210 mg/dl. The customer was advised that they need to select suspend or restart basal. The customer doesn't exhibit symptoms of low blood glucose. The customer sensor glucose value is 184 and suspend threshold limit is 80. It was explained to the customer the differences between sensor glucose versus blood glucose.